Event description:
Information was received related to a study conducted outside of the u.s. Reporting that the patient underwent tlr for in-stent restenosis. A drug eluting stent (des) was implanted as treatment and the event was resolved. No additional information was available.